Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that elective replacement indicator (eri) and low impedance values were falsely triggered on the implantable pulse generator (ipg). Eri lock up was identified as the cause. The patient was symptomatic with vvi 65 pacing. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient felt dizzy with vvi 65 pacing. The ipg was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. Analysis of the device memory indicated the lead impedance data was missing/invalid. Analysis of the device memory indicated the battery measurement was not available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. If information is provided in the future, a supplemental report will be issued.